Event description:
The orthognathic pt had inflammation where the plates were placed. Upon removal at the 12-week point because of the inflammation, it was noticed that the plate/screw construct had allegedly eaten into the bone(ie, the bone was less dense in area where plate was touching) and that the screws could be removed with a gentle 2-finger grip.